Event description:
The customer contacted physio-control to report that their device was locking up at the initial power on self-test screen. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Upon further consideration, the customer elected to not retire the device as previously reported. The customer then returned the device to physio-control for evaluation. Physio-control evaluated the customer's device and verified the reported lock-up condition. Physio replaced the system controller (sc) and user interface (ui) pcb assemblies as well as the ui to stack flex assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed ui to stack flex assembly and observed that pins b1 and c1-c2 were electrically open due to being bent. Physio then confirmed, specifically, that electrically open pin, designator c2, caused the observed lock-up condition. Bent pins b1 and c1 did not impact the critical functions of the device. The ui pcb assembly was examined and it was observed that a capacitor, designator c79, had broken off of the assembly; however, this issue did not impact the critical functions of the device. The sc pcb assembly was also evaluated and no failures were observed.

Manufacturer narrative:
It was later confirmed by the customer that they have decided to not repair the device. The device has been removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.